Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards canadian affiliate, a patient¿s implant cards were received indicating that a 29 mm sapien xt valve, by tf approach in aortic position, ¿dislocated¿ and was placed at an incorrect location, therefore another 29 mm sapien 3 valve was implanted. Additional information has been requested.

Manufacturer narrative:
Additional information was received indicating that in the physician¿s opinion, the pacing wire could have moved slightly during the rapid pacing during bav, becoming suboptimal in position for the valve deployment. Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the physician believe malposition of the pacing wire may have interfered with the valve during rapid pacing for valve deployment, leading to the poor placement and eventual embolization of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.